Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Upon interrogation of the patient's implantable cardioverter defibrillator, the device exhibited episodes of post paced t-wave oversensing. The patient did not receive therapy during the oversensing. No intervention was performed. The physician opted to continue monitoring the patient.